Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a high frequency alert tone and wondered if it may be their implantable cardioverter defibrillator (ICD). The patient indicated that they had just had their device checked in-office the previous day and the alert sounded twice consecutively. The described tones fit the ICD patient alert criteria and the patient was advised to contact their physician regarding the tone. A follow up with the patient's healthcare provider yielded that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances, noise, and oversensing. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.